Event description:
Tap - it was reported that 209 days after implantation of a 3.0x28mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.5x12mm maverick balloon. A 3.0x28mm taxus stent was deployed at 14 atm in the region of the lesion. It was reported that the stent was not post-dilated. A post-intervention residual stenosis was not reported. The lesion was reported to be noncalcified and the vessel nontortuous. The pt rec'd lovenox prior; integrilin and heparin during; plavix and aspirin after the procedure. The pt tolerated the procedure well. The pt presented 209 days after the initial procedure with chest pain and a 90% in-stent restenosis. The lesion was predilated with a 3.0x15mm quantum maverick balloon. An atherectomy was performed using a cutting balloon. A 2.5x8mm taxus stent was deployed at 8 atm in the region of the lesion. The stent was post-dilated with a 3.0x8mm quantum balloon. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt rec'd angiomax, and nitroglycerin during the procedure. The pt tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8202888 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.